Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained high blood glucose over 200mg/dl. Troubleshooting was performed. The mother stated that the customer had been sick with a virus twice, and his blood glucose started running high. The mother stated that her son was at urgent care for high blood glucose. The time and date on the device were incorrect. Assisted the caller with correcting them. The bolus wizard and basal rates were correct. Advised the mother to call back when the tubing clamp arrives to continue testing. No further information was provided.